Manufacturer narrative:
The reported event of fractured lead was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 27.3cm distal to the stimulation end.

Manufacturer narrative:
Date of event: event date is estimated.

Event description:
It was reported that the patient's lead was showing high impedances. During the procedure it was discovered the lead was fractured. Surgical intervention was undertaken and the lead was explanted and replaced.